Manufacturer narrative:
The reported event of ail issues file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported that the outpatient infusion center has been experiencing air-in- line issues when infusing octagam 10% thru ports or peripheral IV sites. The nurse reported octagam 10% was programmed at a rate of 200ml/hr. However infusing it not at room temp. There was no patient harm. The events occurred in the outpatient infusion center.